Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with trellis 6 120x30. The customer reports that part of the trellis catheter (not wire or balloon) broke off inside the sheath in right groin. The physician was the operator. The broken piece was in the sheath. Physician pulled everything including the sheath out. Pts pedal and post tibial pulses were unchanged from pre-procedure.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.